Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that "no device found" message was shown and the insulation cable was frayed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they received the replacement controller (ptm) and then described the device need to be paired with the implantable neurostimulator (ins). It was attempted to walk pt through process. The ins appeared to be depleted and pt stated they had only charged the current battery pack about 10 minutes. The pt was advised to continue recharging ptm and agent will call pt back to finish set up process. The pt was called back within agreed time frame. The pt was asked if they had been able to recharge their ptm; pt replied "no, not at all". Pt was making comments that were unable to be followed / understood. Pt started talking about taking the external components with them when they are away from home and being exposed to high temps outdoors. The pt was advised to not allow the equipment to be exposed to these conditions. Pt also was describing their recharging antenna from the recharger (rtm) getting very hot causing a burning sensation (this device was replaced in this case but pt did not mention antenna getting hot). Pt said this began about two days ago. Pt was saying they did not receive the recharger (rtm) with the shipment that came today (2022-07-06). Consulted with repair and advised pt to recheck the case the devices were shipped in; pt located rtm under velcro pocket. Had pt reset ptm by making sure nothing was plugged into ptm, remove the li battery pack (bp), plugging ac power supply into a wall outlet and then connecting to ptm after verifying power lite was green on the power adapter box. Pt confirmed ptm powered on before reinserting bp. Once bp was inserted ptm was indicating ptm had been paired for 'trial'. When pt reinserted bp in the ptm they were prompted to finish the set up process. Pt was able to pair the ptm with their ins successfully remarking they could then feel the vibration. Pt said they have to be real careful to not set the vibration to high otherwise it upsets their stomach. Pt provided current battery levels: ptm 100% ins 70%. The pt then started a successful recharge session with excellent quality.